Manufacturer narrative:
Evaluation results: shelf life exceeded (device used beyond ubd. Recommended in IFU that the shelf life be verified prior to use). Failure to follow instructions (device used beyond ubd. Recommended in IFU that the shelf life be verified prior to use). (Device or procedural images not returned for review). Evaluation conclusions: failure to follow instructions (device used beyond ubd. Recommended in IFU that the shelf life be verified prior to use). User error contributed to event (device used beyond ubd. Recommended in IFU that the shelf life be verified prior to use) no device failure. (B)(4).

Event description:
It is reported that a 4.00 x 30 mm integrity rx bare metal stent was used 61 days past its expiration date. No patient complications or adverse events are reported.

Event description:
Additional information received: it is reported that a 2.75 x 12 mm integrity rx bare metal stent was used on its expiration date. No patient complications or adverse events reported.

Manufacturer narrative:
Device not returned for analysis. Conclusion not yet available: evaluation in progress (root cause investigation is in progress at country level) continued from block d4: initially reported lot number for this event was incorrect. Correct lot number now included in this report.